Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump was also received with scratched lcd window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were seeing colors that make that the screen hard to read. The customer's blood glucose was 164 mg/dl at the time of incident. The insulin pump will be returned for analysis.